Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, it was observed that upon releasing the tension from the catheter, the catheter jumped forward and caused cardiac perforation in the right ventricle apex. Patient blood pressure dropped as effusion developed. It was further noted that the lp failed to capture and sustained a stretched helix when attempting to move the device. Pericardiocentesis was performed, and the wound was surgically repaired to allow for the patient to be stabilized. The procedure was abandoned on (B)(6) 2026.